Manufacturer narrative:
Device used for treatment, not diagnosis. Additional product code: hrs. Device is not expected to be returned for manufacturer review/investigation. (B)(4). Revision surgery was required due to a broken screw and non-union. In addition, during revision surgery, an additional two screws were found to be broken. It was reported that the screw fragments were difficult to remove requiring the surgeon to remove bone around the screws in order to remove all fragments. Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent surgery for a distal third humerus fracture in (B)(6) 2015 at another facility and it is unknown if they were implanted with synthes devices. The patient was first revised in (B)(6) 2015 for an unknown reason. However, after re-implanting the patient with a synthes plate and screws, the cultures from the (B)(6) 2015 surgery were found to be positive. Therefore, the patient was placed on antibiotics for six weeks post operatively. On an unknown date, radiography revealed one broken screw and a nonunion resulting in a second revision surgery on (B)(6) 2016. The surgeon removed all of the hardware, including a total of three (3) broken screws (two found during surgery), reduced the nonunion and replated the patient. It was reported that the fragments were difficult to remove requiring the surgeon to remove a little bit of the bone around all three screws in order to remove them. All fragments were retrieved. There was a reported delay of nine minutes. The patient was augmented with an autologous bone graft and infused bmp sponges. One screw pertains to 204.xxx series and two screws pertain to 212.xxx series). The procedure was successfully completed and the patient reported as stable. This complaint is for 3 unknown screws. Concomitant devices: 3.5mm lcp extra-articular distal humerus plate 6h/lt 158mm long (part #02.104.026, lot #7336383, quantity 1). This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: patient height reported as (B)(6). Implant date: unknown date (B)(6) 2015 device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.